Event description:
In 2009, the lay user/patient in france contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. On the next day, the technical service representative (tsr) spoke with the pt to obtain and verify information. On five days prior to original date, the pt claimed to have obtained higher than expected blood glucose readings, and took his insulin doses based on those readings. At 10:43 am, the pt obtained the blood glucose reading of 135 mg/dl, and as dictated by his regimen the pt would have taken 38 units novomix 30 insulin. At 12:07 pm, the pt obtained the reading of 180 mg/dl, and would have taken 28 units novorapid insulin. The pt was unable to confirm the exact doses of insulin taken that day. At 3:00 pm, the pt experienced the symptoms of hunger, sweating and weakness, and he felt low. While symptomatic, the pt obtained the blood glucose reading of 41 mg/dl on the reported meter. The pt administered self-treatment with food; he did not seek any medical attention. The pt takes novomix 30 insulin and novorapid insulin three times per day on a sliding scale based on meter readings. The pt also claimed to have experienced seven hypoglycemic episodes in the past, but he was unable to provide any detailed information regarding these. During the troubleshooting telephone call, the tsr determined the meter was programmed for the correct unit of measure. The tsr also determined the pt's testing technique was incorrect and the test strips were expired, both of which can cause inaccurate readings. The meter and test strips were replaced. The pt used expired test strips, which can cause inaccurate readings. The pt reported he suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.